Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. In addition, low out of range pacing impedances were noted on the right ventricular (rv) lead of this pacemaker, with noise oversensing leading to pacing inhibition. Technical services (ts) recommended replacement, and further rv lead troubleshooting upon revision. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to provide the initial reporter physician and facility information (section e), as well as an update to the plan for this patient in (section b5).

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. In addition, low out of range pacing impedances were noted on the right ventricular (rv) lead of this pacemaker, with noise oversensing leading to pacing inhibition. Technical services (ts) recommended replacement, and further rv lead troubleshooting upon revision. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. Due to comorbidities of the patient, no further intervention is expected.